Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Damaged cartridge. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Stomach. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unk. On which firing(s) did this event occur? 4th. What color cartridge was being used? Ecr60g. What other color cartridges were used before and after this event? Blue. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No other details. The analysis results showed that one ecr60d cartridge reload was received for analysis. The reload was received fully fired and with damage on cartridge deck. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. In order to verify the condition of the internal components of the reload it was disassembled and no anomalies were noted. No functional test could be performed due to the condition of the reload. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a sleeve procedure, on the 4th firing the knife was pushing the tissue. It is unknown if the device cut or if the device stapled the tissue. There was bleeding at the distal end that was controlled with a clip. The reload was taken out and a blue load was used. The same device was used to complete the procedure. No adverse consequences reported.